Event description:
Patient solo peripherally inserted central catheter (PICC) not flowing correctly, vascular access team (vat) team called by manager to review. Vat registered nurse (rn) reviewed line and noted blood backing up in the PICC line. A pressurized cap was in place, and it appears without the cap blood would have dripped out, but it had clotted, and the PICC was no longer usable. A new PICC was placed. After review, it appears the valve in the PICC had failed.